Event description:
Camino intracranial pressure monitor has only a two hour battery life. The first indication of a low battery is a continuous screeching alarm and the machine stops functioning. There is no battery meter or alarm to indicate the battery is approaching a depleted state. Device takes up to 9 hours to recharge the battery and there is no indication that the battery is fully re-charged.